Event description:
It was reported that the patient died on (B)(6) 2025 due to sick sinus syndrome.

Manufacturer narrative:
Device was returned due to deceased patient. Saving device image was successful. The device was tested at nominal settings. Analysis performed, including electrical, mechanical and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.